Event description:
Event, eye infection, treated as pink eye. Infection remains after five days of gentamicin sulfate tid -2 drops-. Appointment with eye specialist this week to determine next course of action. Do not know when a test can be performed based on administration of gentamicin, to determine cause of eye infection. Just found out about product withdrawal on tv, co. President this week. Purchased 4 boxes of renu with moistureloc, bausch & lomb. Lot #ga6037, 01/2008, unopened box, opened and used 3 boxes and one half full -ga6037-. Event did not abate after use stopped.